Event description:
Additional information was received from the patient. Patient called back reporting the same symptoms. Agent reviewed information, patient successfully changed program and increased therapy level to a comfortable setting. Patient will continue to monitor the symptoms and for further issues they will check with hcp. Additional information was received from the hcp on (B)(6) 2025. The cause of the stimulation being too high was determined to be the fact that the device was new and the stimulation likely was too high. As resolution, the device was turned off on 2025-feb-21 and will be restarted on low stimulation. The issue was not yet resolved. As resolution for the shocking, the device will be restarted on lower stimulation in the near future. The issue was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they had a very bad experience after placing the device. Patient stated when they got to the recovery room they were getting shocks to their body down in their private area that were so bad. Patient said they were screaming so loud. Patient mentioned this happened for 3 hours and the doctors and nurses couldn't give them anything to make the pain subside. Patient also mentioned they were in terrible pain and felt like they were being electrocuted. Patient spoke to their manufacturing representative (rep), the person that was in the room during the surgery, and they thought the stimulation was set too high after the surgery and suggested to turn the therapy off, patient mentioned the pain and shocks stopped when the therapy was off. Patient mentioned waiting for someone to be with them to call the rep or support to receive guidance to reset the therapy. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient has a follow up appointment on march 6th. Patient will call back to reactivate the therapy. The program needs to be change first before reactivating the therapy to set the initial intensity to 0.0.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.